Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the device had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratched display window, cracked display window corners, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm while attempting to deliver a bolus. Customer's blood glucose level at the time 126mg/dl. Advised insulin pump would be replaced. No additional information is provided.